Event description:
It was reported that the fiber broke off. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke off. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.